Event description:
Patient reported, a left side deflation. And removal of textured devices, due to product concern. The device has been explanted.

Manufacturer narrative:
Health effect - impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as fold flaw opening and one opening assessed as surgical damage. Anxiety¿product/procedure: unable to observe since it is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. White particles calcification -like in device outer surface. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported a left side deflation and removal of textured devices due to product concern. The device has been explanted.